Event description:
It was reported that the pt had been experiencing burning sensation around the ipg site. Sometimes, the sensation could be felt when the stimulation was turned off. The next course of action is yet to be determined. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field correction. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.